Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent air bubbles were observed within the infusion set tubing and cartridge tubing. Customer primed the tubing or change the pump supplies to address the issue. Additionally, it was reported that the customer experience high blood glucose levels due to air bubbles in the tubing, as well as, occlusion alarms. No additional information was provided. Customer¿s blood glucose was 200 ¿ 260 mg/dl.